Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successfully placed an xact stent in the pt's right internal and common carotid artery. The following day, the pt experienced asymptomatic episodes of second-degree atrioventricular block. This event resolved without treatment within two days. At that time, the pt was discharged to home.